Event description:
It was reported, the duodenovideoscope distal cap came off during the endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunction in the b5. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the distal cover likely detached from the scope due to the following: insufficient attachment; friction stress, such as twisting, pushing, or pulling the device in the body cavity and/or stress due to contact with a mouthpiece, etc. Was applied to the distal cover during the procedure. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 (section 3.5) ¿ preventative measures; operation manual: chapter 4 (section 4.1) ¿ detection methods. This supplemental report includes additional information received from the customer. Based on the new information, this complaint now also meets the criteria of a serious injury per the FDA definition in title 21 cfr part 803. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was prolonged by a few minutes to insert an esophagogastroduodenoscopy (egd) scope and look for the distal cover. However, the patient later spit out the distal cover from his/her mouth while in the recovery room. The procedure was completed with no impact to the patient or procedure. The patient is reportedly doing "fine".